Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested on the system and all operations successful via all ports. No issues with touch response found. The tp display service routine run was tested and no issues found. C00, m11, and m32 errors were found in the logs. Visual inspection found no issues which may relate to the reported event. Probable root cause is attributed to the generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the touchscreen of the erbe generator was not responsive when attempting to increase the coagulation and cut settings. Intuitive surgical, inc. (Isi) technical support engineer (tse) first recommended rebooting the unit or attempting to adjust the touchpad from the console, but the caller stated they were unable to perform troubleshooting at that time and would call back if additional assistance was needed. An error log entry referenced a neutral electrode (ground pad) current warning with guidance to ensure the neutral electrode cable was fully inserted and the grounding pad was oriented correctly. The procedure was completing as planned with no reported injury.